Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with blood glucose value: unknown mg/dl. The customer reported the following led up to the event: customer was in the florida, was there for 8 days and was driving back and was not feeling well and was confused and did not know what was causing it. A couple of days later, was on the way to the va but was still tired, stated that was on the freeway and passed out and hit a barrier and split the car in half. The customer hit the front window and he woke up and walked to the emergency medical service responders. The customer was using the insulin pump system at time of vehicular accident. The customer was the driver at time of vehicular accident. The customer believed the accident was potentially related to a low blood glucose event. Time of accident: (B)(6) 2022. The last blood glucose value prior to accident: unknown mg/dl. The customer reported that blood glucose or insulin delivery was impacted prior to the accident. The customer was not feeling well, tried, confused and loss of consciousness as symptoms before the accident. The customer was hospitalized and/or required emergency medical treatment due to vehicular accident. The event involved product(s) mmt-332a, unomedical, mmt-1780kpk. The customer was involved in a vehicular accident while driving and using the pump with a potential low blood glucose event related to the accident. No further patient complications were reported. The customer will discontinued to use the insulin pump. The insulin pump was used within 48 hours and unknown whether the auto mode/smart guard feature was active at the time of the event. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-1780kpk.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.